Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The complaint states that "cgm accuracy" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient¿s cgm was reading 70 mg/dl and the bg meter was reading 500 mg/dl. The patient was wearing a tandem insulin pump. The patient was feeling weak and ¿could not get up¿. The patient was taken to the emergency room by her sons. At the ER, his bg meter reading was taken and monitored but the patient could not recall the specific value. The patient also could not recall the specific cgm comparison values. The patient was treated with an unspecified IV. It was also discovered that the patient had an issue with his kidneys due to the hyperglycemia and he was hospitalized for one week, being discharged on (B)(6) 2025. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.